Manufacturer narrative:
Investigation summary: the required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false positive result with the additional testing was performed with an unknown brand rapid covid-19 test on an unknown date after the initial positive result that generated a negative result. Although requested, no additional information was reported.